Event description:
On (B)(6) 2025, we received a complaint from the field (see (B)(4) folder), from (B)(6). Customer's complaint form reports " surgeon states that 2x setscrews have popped off. Initial surgery (B)(6) 2024. Both setscrews were found and removed. Right l2 screw was revised and upsized to 6.5x45 mm monoaxial screw. T12 and l1 screws checked and not loose. T12-l2 setscrews replaced with new. A request has been made to the hospital to get items cleaned and sterilised. Awaiting confirmation." We are waiting for the return of the devices for investigation. We report this case to FDA because this batch is marketed in the us.

Manufacturer narrative:
After receiving the complaint, the manufacturing and quality control documents were analyzed. It was observed that the raw materials and production processes conform to the specifications. No deviations were observed during the manufacturing process. The devices from these batches were manufactured in february 2024 (7-6843) and march 2024 (7-9769), and (B)(4) (7-6843) and (B)(4) (7-9769) units have already been implanted without any issues. This is the second complaint we have received for batch 7-6843, but the first for this kind of issue. We received all the implants. The rd team observed the setscrews: the setscrew from lot 7-9769 shows a deformation on the bottom part, that might be compatible with a big amount of force applied by the rod on the setscrew. The other two setscrews do not show any abnormal sign. This might suggest that a big amount of force was applied on a single setscrew, potentially leading to failure of the connection between the setscrew and the screw. All the setscrews have been measured conform and the screw does not present any abnormal sign. In addition, the r&d team analyzed the configuration of the assembly. It was noted that the use of a monoaxial screw generates an extremely rigid construct. Unlike a polyaxial screw, it does not allow for any adjustment when inserting the rod. The use of a crco rod further accentuates this rigidity, leaving no tolerance in the different planes. As a result, even low mechanical stresses are directly transmitted to the implants. The migration of the setscrews is linked to an overly rigid construct, which does not allow any freedom of movement within the assembly. To help prevent similar cases in the future, a "tips and tricks" document has been created to provide guidance on best practices during implantation.

Event description:
On 24 jun 2025, we received a complaint from the field, from australia. Customer's complaint form reports " surgeon states that 2x setscrews have popped off. Initial surgery (B)(6) 2024. Both setscrews were found and removed. Right l2 screw was revised and upsized to 6.5x45 mm monoaxial screw. T12 and l1 screws checked and not loose. T12-l2 setscrews replaced with new. A request has been made to the hospital to get items cleaned and sterilised. Awaiting confirmation." We are waiting for the return of the devices for investigation. We report this case to FDA because this batch is marketed in the us.